Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 259 mg/dl. The customer's expected fasting blood glucose test result range is 81 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,costumer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 07/28/2018 and open vial date at time of call is for up to about (B)(6) months. Mg/d. The meter memory was reviewed for previous test result history (date / time not set correctly): 65mg/dl (B)(6) 2016 02:18 am fasting: yes; 64mg/dl (B)(6) 2016 02:16 am fasting: yes; 259mg/dl (B)(6) 2016 03:21 am fasting: yes; 158mg/dl (B)(6) 2016 02:58 am fasting: yes; 170mg/dl (B)(6) 2016 04:49 am fasting: yes. Memory concerns:high results. Mom tested customer using mother's meter and got 91mg/dl but on the truetrack meter got results in the 300mg/dl (fasting or not fasting was not specified).customer test 3 times a day. Customer went to the doctor's office because of a previous appointment and run the blood glucose test;customer states that the results in the doctor's office 107mg/dl meanwhile that on the truetrack meter it was 388mg/dl. Customer's mother gave her meter so customer can run the blood glucose test at school.